Event description:
While surgeon was performing a turp - a screeching noise was heard when the coag was being used. Then a popping noise when utilizing the cutter. Settings at 150 spray and 300 pulse. Noted smoke coming from the top of the working element in the area of the dac cord connection. Physician was able to finish the case with no adverse patient outcome. All taken out of service.